Event description:
A 40 cc intra-aortic balloon was inserted without incident. Following insertion the pump console alarmed and blood was noted in the tubing. The balloon was immediately discontinued, and a 34 cc balloon was inserted.